Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic bioprosthetic valve was explanted after an implant duration of approximately 5 months, and replaced with same model/size device. Through follow-up, it was learned that the device was explanted due to endocarditis. The surgeon indicated that the source of infection is av fistula graft, and that the reason for explanting is not related to a device malfunction. No additional information was provided.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.no additional information has been provided, and the subject device has not been returned for evaluation despite attempts to retrieve it.there has been no information to suggest a device malfunction or quality deficiency that may have caused or contibuted to this event.